Event description:
Customer reports obtaining results of 350mg/dl, 250mg/dl, 98mg/dl, and 150mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip information reported. No quality controls were used. Requested return of suspect device and replacement was sent.